Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the top seal was leaking and it was losing peritoneum. They held it down to complete the procedure. There was no patient impact to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.